Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient on a cobas c 503 analytical unit. The patient's sample was divided into two tubes, a false-bottom tube (fbt) and a primary tube for testing. The initial result from the fbt was 217 mg/dl, and the initial result from the primary tube was 569 mg/dl. Due to the discrepancy in the results between the two tubes from the same sample, repeat testing was performed. The samples were repeated on another module, and the results were >500 mg/dl and >500 mg/dl. The samples were retested on the same module as the initial results. All 5 results obtained from the fbt were >500 mg/dl. The results obtained from the primary tube were 255 mg/dl, >500 mg/dl, >500 mg/dl, >500 mg/dl, and >500 mg/dl. A high glucose result for the patient was expected because the patient's triglyceride result was >1000 mg/dl.

Manufacturer narrative:
The reagent lot number is 86006901 with an expiration date of 31-may-2026. The qc and calibration were acceptable. The alarm trace showed "abnormal aspiration (sample pipetter s1)" errors. The field service representative found the cause to be an obstruction of the reagent probe. He replaced the reagent probes and performed adjustments. He performed tests with acceptable results. The investigation determined that the service actions resolved the issue.